Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) recovered within acceptable ranges on the day of the event. The customer confirms the event is isolated to one patient sample. The reported issue has not recurred. The customer performed repeat testing to confirm the correct result, and no instrument service was required. The event is not related to an instrument malfunction. The cause of the discordant result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device was required.

Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result on an atellica ch 930 analyzer. The discordant result was reported and questioned by the physician(s). The customer used the same sample and analyzer to perform repeat testing. The repeated result was higher, and the customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.